Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness and breast pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 275cc mentor memorygel breast implants and experienced rupture on the right side, breast pain on the left side and several unexplained systemic symptoms, including hair loss, joint pain, elevated liver enzymes, visual disturbances, fatigue, weight concerns, vitamin deficiencies and heart rate irregularities. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient also experienced bilateral capsular contracture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).